Event description:
The service report shows the customer reported that the 840 ventilator had a blank screen. There was no patient involvement. The covidien customer support engineer (cse) inspected and upgraded the unit from 9.4 to 10.4 display. The unit passed extended self-testing.